Event description:
Puritan bennett rec'd info that alleged that a unit smelled like electrical fire smell. Pb has been trying to retrieve further info. No new info has been available at this time.

Manufacturer narrative:
Pb will contact FDA should further info becomes available.